Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient underwent a surgical procedure on (B)(6)2018, and it is unknown if the ipg was placed into surgery mode prior to the procedure. When the field representative attempted to connect to the patient¿s ipg following the procedure, an error message displayed on the clinician programmer. Troubleshooting thus far has not resolved the issue, as another error message was then displayed. The patient is awaiting further troubleshooting as the next course of action.

Manufacturer narrative:
The reported inability for the programmer to pair with the ipg was confirmed. It was due to the device being in the service app condition due to firmware initiated safe mode. Failed attempts to recover the device with artemis v3.7 and the uep inductive tool indicated the therapy application had been corrupted or experienced a crc failure. This communication issue can occur when the device is exposed to an external energy source outside the device handling and storage requirements. When the device enters the service application state as a result of exposure to high energy and does not exit correctly, there is potential for corruption and crc failure. The clinician programmer will be unable to communicate when this occurs. The issued was observed a week after the patient had surgery on the ipg pocket site. There is guidance noted in the clinicians manual concerning handling of the device: ¿electro-surgery devices should not be used in close proximity to an implanted neuro stimulation system¿. The cp logs confirmed the service app state and an unsuccessful recovery attempt. Actions have been taken to prevent reoccurrence.

Event description:
Additional information provided the patient underwent ipg replacement on (B)(6) 2019. Therapy was restored after the replacement.